Event description:
Same case as MDR ID #: 2134265-2012-03174. It was reported that during a stenting treatment procedure, stent dislodgement occurred. Vascular access was gained via the right femoral artery. The physician placed, but experienced difficulty advancing an unknown manufacturer's guide wire. The 90% stenosed target lesion, with significant lesion bend greater than 45 degrees, was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The target lesion was pre-dilated with an unknown manufacturer's 2.0mm balloon. The physician advanced a 3.5x16mm promus element stent delivery system (sds), but encountered resistance. After removing the 3.5x16mm promus element sds, stent damage was observed. Next the physician attempted to advance a 3.0x16mm promus element sds and the physician encountered resistance. Then while attempting to withdraw the 3.0x16mm promus element sds, the stent dislodged from the sds in the proximal lad. The physician removed the sds, and then used a snare device to successfully remove the stent from the patient's anatomy. The physician completed the procedure with deployment of a non-bsc stent, with good results. The patient¿s post-procedure condition is stable.

Event description:
Same case as MDR ID#: 2134265-2012-03174. It was reported that during a stenting treatment procedure, stent dislodgement occurred. Vascular access was gained via the right femoral artery. The physician placed, but experienced difficulty advancing an unknown manufacturer's guide wire. The 90% stenosed target lesion, with significant lesion bend greater than 45 degrees, was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The target lesion was pre-dilated with an unknown manufacturer's 2.0mm balloon. The physician advanced a 3.5x16mm promus element stent delivery system (sds), but encountered resistance. After removing the 3.5x16mm promus element sds, stent damage was observed. Next the physician attempted to advance a 3.0x16mm promus element sds and the physician encountered resistance. Then while attempting to withdraw the 3.0x16mm promus element sds, the stent dislodged from the sds in the proximal lad. The physician removed the sds, and then used a snare device to successfully remove the stent from the patient's anatomy. The physician completed the procedure with deployment of a non-bsc stent, with good results. The patient's post-procedure condition is stable.

Manufacturer narrative:
Device evaluated by MFR: an examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. An examination of the crimped stent found no issues. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).